Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During pta of a lesion in the cephalic vein, a saber balloon catheter ruptured at nominal pressure during the initial dilatation. Another balloon was used to finish the procedure. There was no reported patient injury. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire (radifocus 0.018inch, terumo), a saber pta catheter was delivered to and inflated at the lesion. However, it ruptured at its nominal pressure during its initial-dilation. Therefore it was removed from the patient, and another new balloon was used instead. The procedure finished successfully. The product will be returned for analysis.

Manufacturer narrative:
Additional information was received that there were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The brand of contrast is unknown. The contrast to saline ratio was 50:50. The type and brand of inflation device used was a merit inflation device. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. During a percutaneous transluminal angioplasty (pta) of a lesion in the cephalic vein, a saber balloon catheter (bc) ruptured at nominal pressure during the initial dilatation. There was no reported patient injury. Another balloon was used to finish the procedure. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire, a saber pta catheter was delivered to and inflated at the lesion. However, it ruptured at its nominal pressure during its initial-dilation. Therefore it was removed from the patient, and another new balloon was used instead. The procedure finished successfully. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The brand of contrast is unknown. The contrast to saline ratio was 50:50. The type and brand of inflation device used was a merit inflation device. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. The product was returned for analysis. One non-sterile saber 7mm x 4cm 90cm bc was returned. The balloon had been inflated and deflated; no damages were noted in the device. A leak test was performed and a pinhole was noted in the distal section of the balloon. Sem analysis showed scratches on the external surface near to the leakage; the balloon internal surface showed no evidence of damage. The distal marker band exhibited no anomalies. A device history record (DHR) review of lot 17047351 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (mild calcification and tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.